Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor did not pair with the ilet system, resulting in a lapse of cgm data and automatic insulin dosing interruption; the user performed manual insulin injections and was guided to pause insulin therapy while troubleshooting and re-pairing were completed. Symptoms included hyperglycemia with a reported glucose of 351 mg/dl. Outcomes included temporary interruption of automated insulin delivery, user education, and subsequent restoration of therapy after successful cgm pairing. Investigation included remote troubleshooting, verification of g7 selection, reentry of the four-digit pairing code, counseling on pairing time, and follow-up attempts to confirm sensor connection and therapy resumption. Investigation of this case revealed cgm pairing failure that appeared to resolve after correct configuration and code confirmation, with no evidence of device malfunction once properly set to g7 and paired. It was concluded, based on previously established findings for similar reports, that user setup and pairing configuration were the most probable causes, however this could not be definitively confirmed.